Manufacturer narrative:
(B)(4). Received 1rk each: 456087p/b17053tl and 454209/b17053mp for evaluation. We have no further inventory of the materials/batches. We have no further complaints on the materials/batches. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the samples. Samples have been evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended parameters within 2 hours. No customer pictures were provided for comparison nevertheless, hemolysis was not observed in the tested samples of 456087p and clotting was not observed in the tested samples of 454209. The complaint cannot be confirmed.

Event description:
Customer states lithium heparin tubes are visually hemolyzed, but the corresponding (same draw) sst tube is not. Li hep k+ results are higher than the corresponding sst tube (ex.: k+ of 5.6 on li hep and 4.9 on sst). Tubes are spun for 10 minutes at 3316 g. Customer states that they are experiencing platelet clumping. Staff has been educated on mixing and order of the draw. At times the ed staff does draw from an IV site. The phlebotomy team does not draw from IV sites and does not use a syringe.